Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent positioning problems were encountered. The target lesion was located in a coronay artery. A 4.00 x 8 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent moved at the moment of its release. Despite this, the stent was implanted successfully and the procedure was completed. No patient serious injury nor complications were reported and the patient's status was stable.

Event description:
It was reported that stent migration occurred. The target lesion was located in a coronary artery. A 4.00 x 8 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent moved at the moment of its release. Despite this, the stent was implanted successfully and the procedure was completed. No patient serious injury nor complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Event: initially reported as positioning placement problem update to migration. Type of reportable event: device code initially report as positioning problem update to migration.